Event description:
It was reported that the core impaction drill overheated at the user facility. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed a coupler worn.